Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 16. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.